Event description:
The customer reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact on the customer's blood glucose level mentioned in the report. Technical support provided detailed instructions for resetting the pump, and the caller plans to implement the reset when ready and will follow up if the issue continues.